Manufacturer narrative:
The product was returned for analysis and lens bench testing was conducted without cleaning the lens. The optical resolution is acceptable; focal length reading is 21.08 equaling a 18.5 diopter. Lens damage could not be determined without cleaning the lens; further investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted. The lens was initially implanted in 1997 in another facility. The surgeon reported that in 2009, "milky" lens and light scattering could be observed on direct illumination. The surgeon reported that the patient also presented with decreased visual acuity in 2009. In a follow-up, it was reported that the patient underwent trabeculectomy in (B)(6) 2007 and a filtering bleb revision in (B)(6) 2007. Additional information has been requested.